Event description:
(B)(4).

Manufacturer narrative:
On site investigation has been performed by our service tech. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).